Event description:
It was reported that during a ptca treatment procedure, the maverick xl balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a 90% restenotic lesion in the proximal right coronary artery. The pt was asymptomatic during this event. The maverick xl balloon was being used to treat an in-stent restenosis. The maverick xl balloon was removed and replaced with another maverick xl balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.